Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. A patient¿s system was explanted due to a scheduled MRI was reported to abbott. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported patient had difficulty charging due to limited mobility, so the patient stopped charging years ago causing the ipg to become inoperable. The device was removed on an unknown date because a MRI was needed.